Event description:
It was reported that the right ventricular (rv) lead and pacemaker were taken out of service, due to loss of capture. Additional information was reported, indicating that the lead was tested during surgery, by a pacing system analyzer (psa). Testing revealed there was no capture at maximum output and impedances were greater than 3000 ohms. The observations were noted to be likely due to a lead break. The lead was abandoned surgically. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.